Event description:
A report was received that the patient had experienced pain at the ipg site. It was stated that patient was very thin and it was rubbing the pocket site. The patient was prescribed lidoderm patches. The patient underwent revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.